Manufacturer narrative:
The ventilator module was replaced to fix the reported issue.

Event description:
The hospital reported that, during a pre-use test, the unit failed automatic ventilation. There was no reported patient involvement.